Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 300 units. The user's blood glucose level was 90 mg/dl. The user successfully loaded a new cartridge.